Event description:
The customer reported that during a sleeve gastrectomy, the device would not seal tissue even though end tones, indicating a completed seal cycle, were heard. A new device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.